Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bioid) was not working. A field service engineer (fse) performed a reset of the bioid functionality by toggling it off and on within the health viewer application. Subsequently, the fse reseated the bioid, universal serial bus (usb) cable to ensure proper connection with the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, biometric identifier (bioid) was not working. The customer stated that this malfunction caused in dispensing medication to patients. However, there were no delay or adverse events or injuries reported based on this event.